Event description:
The home pt (hp) reported, he was overfilled while using the homechoice pro cycler for apd therapy. The hp typically has last fill volume of 3000 mls, which remains in his peritoneum throughout the day and is subsequently drained during the initial drain phase of apd therapy using the homechoice pro cycler. In 2004, the hp did not drain out this volume of fluid but instead drained out only 19 mls when the cycler advanced from the initial drain into fill 1. The hp then received the full programmed fill volume of 3000 mls, after which he felt overfilled. The hp placed the cycler into a manual drain and removed 3000 mls of fluid, after which he continued apd therapy to completion with no further difficulties. According to the hp, there was no pt injury or medical intervention as a result of this incident. Review of the device's program parameters revealed that the initial drain alarm setpoint was programmed too low at 0 mls.

Manufacturer narrative:
Baxter qa investigation reveals no device failure or malfunction was identified. Review of the device program parameters revealed the device's initial drain alarm setpoint was programmed too low, resulting in an incomplete initial drain followed by a full fill. The homechoice pro pt at-home guide states: "warning: too low an initial alarm volume can result in an incomplete initial drain followed by a full fill resulting in a potential overfill." As a result of this incident, the hp's healthcare professional was notified and the initial drain alarm setpoint was increased from 0 mls to 2500 mils.